Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date unknown, information not provided. If explanted, give date: not applicable as lens was not explanted. (B)(4). Device evaluation: the product testing could not be performed as the lens remains implanted. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received a report from a patient who had iols implanted in both eyes. The patient reported that after the iols were implanted her eyes became dry and crusted over every morning. The iols were implanted after being treated for glaucoma. The patient said she has reviewed this issue with her doctor 9 times but ''he isn't helping''. Follow-up was done to speak to the patient but the patient¿s daughter answered instead. Per the patient¿s daughter. Her mom¿s symptoms are getting worse. She has dry, itchy eyes with yellow crusty stuff coming out of her eyes. She feels like there¿s a film over her eyes. She is extremely sensitive to sun light but also sensitive to indoor light. Patient has to wear sunglasses inside the house. Patient is having trouble driving. Reportedly all these symptoms came after the iols were implanted. This is impacting her daily activities. Reportedly the patient was prescribed an antibiotic fluorometholone eye drops 0.1 percent. Additionally, the doctor said she has blepharitis. Reportedly, the doctor said some of her mom¿s symptoms are due to her arthritis. And confirmed that her pre-existing condition are glaucoma and arthritis. The doctor recommended seeing her mom in about 6 months but the daughter asked for a sooner appointment. She has an appointment (B)(6) 2019. This report captures the event for the right eye. A separate report is being submitted for the left eye. No more information was provided.